Event description:
During a call to technical support for draining slowly, this peritoneal dialysis (pd) patient reported being off the cycler for 3 months due to an infection. The patient was inquiring if blood could cause the slow drain. While following up with the clinic, it was reported the patient¿s infection was peritonitis and she was hospitalized on (B)(6) 2023 and subsequently discharged on (B)(6) 2023. Additionally, it was noted that the blood was caused by pinching and was cleared by flushing it out. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain, fatigue, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g daily for 2 weeks. The pd culture resulted positive for stenotrophomonas maltophilia. The patient¿s white blood cell count was 14,084. The suspected cause of the peritonitis is unknown. The patient was discharged on (B)(6) 2023. The patient required to have the pd catheter (not a fresenius product) removed on (B)(6) 2023. The patient was initiated on in-center hemodialysis (hd) on (B)(6) 2023 until returning to pd therapy on (B)(6) 2023. The patient did have blood-tinged effluent due to the placement of the new pd catheter which was resolved with flushing. The patient was monitored by the pdrn and physician and is now clear with no issues. The patient continues to complete pd therapy utilizing the liberty select cycler.